Event description:
Related manufacturer reference number: 3006705815-2019-01144.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2, mfg report reference: 3006705815-2019-01144. It was reported that the patient experienced a seroma at the anchor site the physician drained the seroma and placed the patient on antibiotics.

Event description:
Device 2 of 2, mfg report reference: 3006705815-2019-01144. Follow up information received that the patient had a system explant on (B)(6) 2019.